Event description:
A customer observed biased low mass creatinine kinase mb isoenzyme (mmb) results on patient crossover and qc samples on lot ed5167 reagent cartridges. No patient results were reported to physicians. Patient treatment was not altered or prescribed on the basis of the biased low mmb results. There was no report of adverse health consequences as a result of the biased low mmb results.

Manufacturer narrative:
The cause of the biased low mass creatinine kinase mb isoenzyme (mmb) results is lot to lot variability of the mass creatine kinase mb isoenzyme flex® reagent cartridge. The issue was resolved by the customer with recalibration which provided better correlation to the customer's alternate dimension instrument. Siemens healthcare technical service laboratory conducted an investigation of lot ed5167 and did not confirm the customer's complaint for lot to lot variability. No further investigation is required.